Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the lead site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the stress loop and lead was revised for comfort. Post-operatively, stimulation therapy was restored.